Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent psf surgery at th9-iliac levels on (B)(6) 2014. Post-op, the rods were broken. The revision surgery was scheduled to replace the rods on (B)(6) 2015. No complication was reported. Levels where rods were broken were th10/11 and l5/s. Revision surgery on (B)(6) 2015: new rod was placed. The surgery was completed without problem.